Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal procedure about a pinnacle prothesis with proxima stem implanted on (B)(6) 2009 and removed on (B)(6) 2015. What was the reason for revision? Strong pain at groin ((B)(6) 2015); usury of pinnacle cup with proxima stem, usury of pe ad osteolysis ((B)(6) 2015). Please provide the part and lot numbers of the proxima stem. The 9400-50-037, lot no 2154952. Since it was mentioned that proximal stem was removed, please also provide the product and lot numbers of the depuy head. The 1365-12-500, lot no 2865258. Were there other depuy products revised? If yes, please provide the product details. Proxima stem dx sz 7 + 9400-50-037, lot 2154952. Pinnacle cup sector 2 diam 48 + 1217-22-048, lot dr8bj1000; insert pinnacle pe marathon 48 - 28 1219-28-148. Lot dv9ey1000; + articuleze head d. 28 1365-12-500, lot 2865258. Can you please confirm if the complaint is actively litigated? Yes.